Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and difficulty charging the ipg. It was noted that the ipg was placed right next to spine. The patient underwent a pocket revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively.